Event description:
Pt was revised to address pain.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 5.3 inr on the coaguchek xs system while a comparison lab returned as 3.7 inr. Patient had received dialysis and was given heparin (concentration unknown). No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.